Event description:
It was reported that the patient went into the hospital with acute withdrawal syndrome and occasionally felt drowsy. Several investigations followed. A reading of the pump logs showed no abnormality. The catheter was surgically explored, no finding were reported. At about three weeks later, a contrast x-ray of the catheter was performed, no results were reported. At about approx two weeks later, the patient underwent a catheter revision. The abdominal part of the catheter was replaced. The patient's pump contained baclofen at the time of the event. Reference MFR report# 3004209178-2009-01815.